Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "system fault 36" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.